Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field stating reprograming was performed for this device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and four shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided reprograming options. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating reprograming was performed for this ICD according to physician discretion. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and four shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided reprograming options. This device remains in service. No adverse patient effects were reported.